Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 73mg/dl. The customer's levels had been as high as 600mg/dl. The mother states they did not treat for highs and just changed out their set. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The mother request the pump be replaced. The mother mentioned prime rewind issues as well. The mother states insulin had been squirting out. The mother was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No prime fill anomaly, no motor error alarm, and no excessive no delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents and tested within the specification range and passed off no power test. No moisture damage was noted on the electronics assembly. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.